Event description:
Gynecare or gynemesh for stress incontinence in 2004. Have had 4+ bladder infections a year, now since (B)(6) have recurrent bladder infections back to back, even when on preventative antibiotics treatment nightly with septra. Dr says my "urethra has lost the ability to keep infection out." (B)(6) negative on kidney ultrasound and cystotomy for erosion. Culture test of urine tests show increasingly resistent bacteria.